Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s boyfriend reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 in the morning about 9 am with unknown blood glucose level. The customer reported that they had no delivery alarm. The customer does not to troubleshoot for high blood glucose level and no delivery. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.